Event description:
(B)(4). I began bleeding very heavily and cramping very bad. My period was not due until the end of the month. This became a normal thing in the almost 2 years I've had the device. My back hurt all the time. I had stabbing pains in my right side followed by bloating that made me look 9 months pregnant. I had no energy. I spent most of my time in bed. Depression and mood swings followed. I had panic attacks. My legs would tingle all the time. Especially the right. I had severe headaches. I would see black floaties in my eyes. My memory was completely gone. I had to write everything down in order to remember it. I had a case of serious brain fog. My hair became brittle no matter what I used. Every time I showered,combed or ran my fingers through my hair it would come out in clumps. I got skin rashes. My skin was dull and lifeless. My breastfed baby had rashes and brittle hair. As soon as I. Noticed she had my symptoms I stopped nursing her. Her symptoms went away. I had ringing in my ears as well. Resulting in a hysterectomy at the age of (B)(6). Once essure was removed every symptoms went away instantly. All pain, rashes, hair loss, stomach bloating, black spots on my eyes, headaches,everything... Went away. This device is deadly and I don't understand how it made it to market.